Event description:
Dealer is stating that the unit was just received back from repair via 864430412, unit turns on for about 30 seconds then alarms with red light and shuts down. 2nd time in for repair.